Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2022 with blood glucose of 12 mg/dl. The customer's current blood glucose is 140 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated by bolus with hospitalization. The customer report did not allege under delivery on insulin pump. Customer declined troubleshooting. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.